Event description:
It was reported to depuy acromed that a moss miami polyaxial screw broke during insertion. According to the complaintant, the insertion was uneventful but during centralization of the screw, a crack was observed on one of the threads and it eventually broke. The screw head had to be cut and the shaft was removed with vice grips. There was a 2 1/2 hour delay in surgery time. There were no other adverse consequences to the patient. The implant has not been returned for evaluation. No further action can be taken at this time.

Event description:
It was reported to depuy acromed that a moss miami polyaxial screw broke during insertion. According to the complainant, the insertion was uneventful but during centralization of the screw, a crack was observed on one of the threads and it eventually broke. The screw head had to be cut and the shaft was removed. There was a 2 1/2 hour delay in surgery time. There were no other adverse consequences to the pt. A dimensional analysis was performed on the screw shaft and it conformed to specifications. The remaining portions of the screw and it conformed to specifications. The remaining portions of the screw could not be dimensionally re-inspected due to the damage. A material assessment analysis was performed using a scanning electron microscope (sem) and the screw conformed to specifications. The most likely cause of the event is excessive force placed in the screw head during use, causing the screw flange to crack and then break. Caution should be taken not to use excessive force during use. The returned screw conformed to material specifications. No further action is required.